Manufacturer narrative:
This complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2023-15. The event log reviewed confirms an abrupt power off issue instead of the initial reported complaint code. The event log which typically showed a sequence 1) off and 2) on, shows an incomplete occurrence where the event log line for on is not accompanied by the expected event log line for off. This complaint is being closed to be investigated under the CAPA.

Event description:
On 7/6/2023 (B)(6), employee of intuvie, received an email from (B)(6), employee of optum, and the following email was received stating: (B)(6) can you issue a RMA# and replacements for the below. Thanks, 7/6/2023 (B)(6). This is complaint is for sn (B)(6) for na. No further details given. Unknown when error occurred. No patient was harmed. On 7/6/2023, infutronix received a report that this pump has had an unknown error, which could cause delay in treatment. Device was returned.